Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a (B)(6) year old female patient, initials (B)(6) with gonarthrosis. The patient's medical history included treatment with synvisc injection from (B)(6) 2011 which was very effective. On (B)(6) 2011, the patient initiated treatment with synvisc, 2 ml injection weekly. On (B)(6) 2011, the patient developed arthritis. The product lot number was not reported. The action taken with synvisc was not provided. At the time of this report, the outcome of the patient was not yet recovered. Relevant concomitant medications were not provided. The intensity for the event of arthritis was not provided. The reporting physician assessed the relationship between synvisc and arthritis as probably related. On 08-nov-2011, additional information was received which made the case serious. On (B)(6) 2011, the patient developed pain and knee fluid retention. The same day, opacity joint fluid of 30ml with impurity was aspired. On (B)(6) 2011, opacity joint fluid of 20 ml with impurity was again aspired and she had knee lavage with 20cc of physiological saline water. Five days later, on (B)(6) 2011, joint fluid of 15 ml was aspired and she again had knee lavage with 20cc of physiological saline water. On (B)(6) 2011, transparent joint fluid of 5 ml was aspired. Synvisc was permanently discontinued. The outcome for the event of pain and knee fluid retention was not reported. Relevant concomitant medications were not provided. The intensity for both the events was not provided. The relationship between synvisc and the events of pain and knee fluid retention was not provided by the reporting physician.